Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag loaded in foreign catheter and the overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Unit returned matches with upn provided by the customer. The magic torque was received stuck inside of an unknown device and residues were noted on the magic torque working length. All the outer diameter (od) measurements taken and all of them are according to specifications. Functional inspection was performed and revealed that the device could be removed from the unknown device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jun2016. It was reported that advancing difficulties were encountered. The target lesion was located in the superficial femoral artery (sfa). A 035/260 magic torque guidewire was pushed through a 4f 1.4mmx65cm non-bsc angiographic catheter. However, it continued to get stuck on the guide catheter. The wire and the catheter were pulled out without any additional intervention done to remove the devices and the procedure was completed. No patient complications were reported and the patient was doing fine. However, returned device analysis revealed a wire stuck inside of an unknown device.